Event description:
I had severe flu like symptoms the beginning of (B)(6) 2020 which lasted about 2 weeks. Extreme nausea and changed sense of taste continued for the next 2 1/2 months until I was hospitalized for 8 days in (B)(6), near death, unable to keep anything down, because of dehydration and malnutrition. No definitive diagnosis was given. I went to the emergency room at least 3 times and had nasal swabs which were negative for covid 19. I believe I might have had covid 19 with false negatives. I have autoimmune diseases-sjogrens-which might not have given the correct test results to show positive to the test swab. FDA safety report ID # (B)(4).